Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of inappropriate therapy was confirmed via review of stored electrograms. The therapy was due to svts in which the p-waves occurred during the post ventricular atrial refractory period. The device was tested on the bench and using automated test equipment and no anomaly was observed. The device is considered to be normal.

Event description:
It was reported that an asymptomatic patient presented to the emergency room after receiving inappropriate therapy due to an svt. Intermittent atrial undersensing was also observed resulting in svt being misclassified as vt. The device was explanted and replaced.